Event description:
According to the available information, the patient had the catheter changed to this type for the first time on (B)(6) 2024. That same evening the patient had pain in their bladder. Patient spoke to the doctor the next day and since the patient didn't have a fever, it was dismissed as cystitis. However, the cystitis was diagnosed the following week and the patient received treatment. The catheter was changed to the previous type the patient was using.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9656814. According to the information known, the quality database was checked and revealed the field safety notice associated with the corrective and preventive action z-0844-2025. All the affected products were recalled on the 5 previous years. The investigation resulted in some corrective actions like the change of the packaging foil, new control tools, and retraining of operators. A similar case study was performed based on recall scope. Defect: packaging issue or infection from march 2021 to march 2025: 17 similar cases were found. A medical assessment was also performed which concluded: the risk of infection cannot be eliminated, essentially through a contamination cascade from the outer pouch breach to the external surface of the inner pouch, then to the surgeon¿s glove, then to the patient. Taking into account the multiple risk ratios for each step of the cascade, and based on the sensitivity analysis performed, the final risk is not expected to exceed the usual highest rates reported in literature for each device family.